Event description:
Stryker power operated saw blade broke at distal end where blades locks into saw. All pieces were recovered. No harm to patient or staff.what was the original intended procedure?total knee replacement.device #1is this a laboratory device or laboratory test?no.